Event description:
It was reported that during an anterior resection procedure, when the surgeon fired the stapler, it was fired only two-thirds. The device was reloaded with a new cartridge right away and fired again. There was no serious effect on the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that a 6tb45 was received instead of an atw45. The device was received in good visual condition and with a reload present. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.